Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge, then resumed insulin delivery. Ultimately, the customer reverted to an alternate method insulin therapy.